Event description:
It was reported that there was no capture on the atrial lead. X-ray displayed a clear conductor fracture. The physician commented that the lead appeared to have been sutured tightly at the fracture site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): connector pin/cap intermittency noted, and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.

Event description:
It was reported that there was no capture on the atrial lead. X-ray displayed a clear conductor fracture. The physician commented that the lead appeared to have been sutured tightly at the fracture site. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient further reported that the "top lead broke" and that the patient believed the lead was too short.